Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next test strips from lot # 0hped01a for evaluation. The returned meter was tested with the returned test strips using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured as the customer's weight was not provided.

Event description:
The advocate called on behalf of the customer to report that the customer obtained an inaccurate reading with the contour next one meter. No specific reading was provided, however, the customer administered 10 units of novalog insulin based on this reading. The customer then started to eat his breakfast but experienced a hypoglycemic event which was described as customer passing out. At the time of the event the customer's blood glucose reading obtained with the contour next one meter was 27 mg/dl. The advocate called an ambulance. The ambulance performed blood glucose testing with the customer's meter obtaining readings of 55 mg/dl at 1:16 p.m., 56 mg/dl at 1:23 p.m., 76 mg/dl at 1:32 p.m., 60 mg/dl at 1:43 p.m., and 76 mg/dl at 2:00 p.m. The testing was also performed with the ambulance's meter which gave a reading of 79 mg/dl. The customer ate pizza and administered juice after which they recovered well. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.